Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent pump exchange from heartware to heartmate 3 on (B)(6) 2022 and the patient's post-pump exchange hospital course was complicated by respiratory failure requiring tracheostomy, dysphagia, right ventricular (rv) failure requiring prolonged inotropic wean, recurrent pleural effusions status post multiple thoracenteses, and serratia pneumonia.

Event description:
It was reported that the patient's post-pump exchange hospital course was complicated by serratia pneumonia with presumed ventilator associated. Patient symptoms included dyspnea, fever, and chills. Lower respiratory culture and repeat sputum culture were drawn and identified negative after intravenous cefepime treatment. No device related issues caused or contributed to worsening the respiratory failure and infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number mlp-(B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number mlp-(B)(6) until they expired on (B)(6) 2023. It was noted that the device was not explanted for evaluation. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including right heart failure and respiratory failure) and infection as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, "patient care and management", provides instructions related to caring for and controlling infection. Additionally, several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.